Event description:
It was reported that during a gastric bypass procedure, the device fired and it did not want to open the jaws. The first firing was on small intestines and the staples were formed and cut was made but jaws did not want to open. The over ride level was used. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4): information was not provided by the initial contact. Damaged release button. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. During which stroke did the event occur? What color cartridge was being used? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Did the device open after using the manuel release lever? After the device was removed from tissue was there any tissue damage? If so how was the tissue repaired? Is there any other additional information you would like to share about this device or procedure? The analysis found that one device was returned in good visual condition, with the bailout door missing and with one ecr60b cartridge reload loaded in the device. The cartridge reload was received fully fired. In addition, the knife was not fully back in the home position, thus the device would not open. Please note if the knife is advanced into the anvil, slide the knife reverse switch forward to return the knife to home position. To open the jaws, squeeze the closing trigger, and then simultaneously press the anvil release switch on either side of the instrument. While pressure is still on the anvil release switch, slowly release the closing trigger. Even though the bailout door was out of position, the device had not been bailed out. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the clamping mechanism was noted to be damaged. Due to the wear and damage to the clamp release, it appears that the device was forced open with the knife not in the home position. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.